Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device malfunctioned requiring surgery to remove the device. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The name of the physician was not provided; therefore, it is unknown if the physician is trained in the use of the proglide device. No additional information was provided.